Manufacturer narrative:
The company representative replaced the manifold drive (p/n 0104-00-0018). The iabp was calibrated and function and safety tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated two alarms, "maintenance code #2 and "autofill failure". The patient was switched to another iabp and therapy was continued. No patient injury was reported.